Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the water tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water tube. In addition, we confirmed that the bending rubber cut, the root brace rubber cut, the lg water supply tubes dirty, and the angulation-down angulation failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.